Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. The following information was provided by the initial reporter: I explained that the line on the tube is the minimum fill line, and the acceptable range is between the line and the top of the cap. I sent the citrate tube volume guide. Material no: 363083, batch no: 8303938. It was reported the tubes are overfilling past the line. Information obtained from lab technician: upon hearing that the lab tech asked if I have heard of any recalls for the "blue top tubes". I asked if there has been a problem, and was told that the tubes are overfilling past the line if relying on the vacuum. Lab techs were instructed by their supervisor to be careful when drawing blood to ensure it does not go over the line. I have obtained an unused tube from this lot for reporting purposes, and it is available to be sent for evaluation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. The following information was provided by the initial reporter: I explained that the line on the tube is the minimum fill line, and the acceptable range is between the line and the top of the cap. I sent the citrate tube volume guide. Material no: 363083; batch no: 8303938. It was reported the tubes are overfilling past the line. Information obtained from lab technician: upon hearing that the lab tech asked if I have heard of any recalls for the "blue top tubes." I asked if there has been a problem, and was told that the tubes are overfilling past the line if relying on the vacuum. Lab techs were instructed by their supervisor to be careful when drawing blood to ensure it does not go over the line. I have obtained an unused tube from this lot for reporting purposes, and it is available to be sent for evaluation.